Event description:
When suturing, the needle driver got caught in the grooves of the device and became useless. Follow-up response from contact on 2/11/99, revealed the procedure was finished with a maya-hook needle. A total of four devices were involved in the same procedure. The pt condition is fine.